Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode in which the shock lead impedance value dropped to zero ohms, triggering an out of range alert. Historical impedance values over the past year had remained stable and within normal limits. Technical evaluation suggested the anomaly was likely due to electromagnetic interference (emi), as only the high-voltage (hv) impedance was affected. Notably, the patient was in-office at the time of the event undergoing a barostim device adjustment, which may have contributed to the transient measurement. No adverse patient effects were reported.